Event description:
It is reported that the product had a new label on the box with no bar code.

Manufacturer narrative:
Eval summary: the product was labeled according to centerpulse's expiration labeling standard. Zimmer replaced the centerpulse expiration label process. The labeling process now includes a single line bar code that contains the expiration date. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed. (B)(4). Total # of events: 17. Type of event: malfunction. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of the complaint files.